Event description:
The fork have bended.

Manufacturer narrative:
The maxi is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in (B)(6)."